Event description:
During field service installation of the device, the user reported that the screw on the bracket was stripped. Since the event occurred during field service installation, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.